Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and hypermobility of urethrovesical junction and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that the patient underwent a posterior mesh procedure, rectocele repair with mesh, perineoplasty, and bilateral extraperitoneal sacral spinous ligament suspension on (B)(6) 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008, and mesh was implanted; and on (B)(6) 2008, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).